Manufacturer narrative:
Device evaluated by MFR: visual inspection was performed and the body was bent approximately at 198 cm from the proximal end. The polymer tip was found peeled and a section of it was detached and returned together with the guidewire. No more damages were found in the device. Dimensional inspection was performed and was found to be within specification.

Event description:
It was reported that guidewire coating sheared off. The target lesion was located in an abdominal varice. A 200cm, 8cm poly tip v-18 control wire guidewire was selected for use. However, the coating was sheared off through a non-bsc biopsy needle. Subsequently, the emboli was snared out of the patient and the wire was removed. The procedure was completed with a platinum plus guidewire. There were no patient complications reported.

Event description:
It was reported that guidewire coating sheared off. The target lesion was located in an abdominal varice. A 200cm, 8cm poly tip v-18 control wire guidewire was selected for use. However, the coating was sheared off through a non-bsc biopsy needle. Subsequently, the emboli was snared out of the patient and the wire was removed. The procedure was completed with a platinum plus guidewire. There were no patient complications reported.